Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head comes loose in mouth - oral-b [device breakage]. Case narrative: female consumer via phone stated that the oral-b toothbrush head came loose from their oral-b io8 toothbrush in their mouth. No injury was reported.

Manufacturer narrative:
09-may-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Brush head comes loose in mouth - oral-b [device breakage]. Case narrative: female consumer via phone stated that the oral-b toothbrush head came loose from their oral-b io8 toothbrush in their mouth. No injury was reported. 06-apr-2023 case update: the suspect product lot was ab21240543. No injury was reported.